Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 184, 269 and 190 mg/dl. The customer¿s expected am fasting blood glucose test result is 129 mg/dl; customer does not know her expected pm fasting blood glucose test result. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced test result of 159 mg/dl am fasting using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/24/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 29-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.